Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic on the maryland bipolar forceps instrument charred. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue was identified during the last surgical procedure, but not during the (B)(6) 2025 operation listed. Our gynecology department does not have a maryland. It was during a visceral surgery operation. No arcing occurred during this operation. The plastic cover of the instrument was thermally damaged. There was no injury to the patient and the procedure was completed with the same instrument. There are no photographic images or video recordings for isi to review. Isi did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage to the yaw pulley. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.